Manufacturer narrative:
The following sections have been corrected/updated: b4, b5, d2, g1, g3, g6, h1, h2, h2, h10. Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided as packaging met inspection specification.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided as packaging met inspection specification.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp (B)(4) . Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6) g2 country: japan.

Event description:
It was reported that outside of surgery when the device was opened, it contained something that looked like styrofoam. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.